Event description:
Bed found in "down" storage area. Bed had a note saying "head will not stay up." No injury reported.

Manufacturer narrative:
Technician located the bed in "down" storage area. Bed had a note saying "head will not stay up." After testing bed noticed head of bed is drifting downward slowly. Isolated problem to be a faulty CPR valve. Replaced CPR valve to resolve this issue.